Event description:
Information was received from a patient regarding an external device. The reason for call was patient states for several months they have not been able to use the therapy because when they try to charge the ins the recharger (rtm) gets really hot and then it gradually gets hotter. Agent sent request to repair to replace the rtm. Pt will call back if they need further assistance. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6). Implanted: explanted: product type recharger was returned and analysis showed that worn donut. This does not impact the functionality of the recharger. High reading 100 low reading 0 scrapped due to low reading being 0 should be higher than 30. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.